Manufacturer narrative:
(B) (4).

Event description:
It was reported that cardiac tamponade occurred during mapping and stem cell infusion. When the pt was being taken back to his room, symptoms of cardiac tamponade became evident. The pt was taken for an ultrasound where cardiac tamponade was confirmed. Pericardiocentesis was performed. Pt did require 2 pints of blood and was then taken to ICU for observation. This adverse event info was received from tca cellular therapy as it is related to their clinical study. This event was also reported to the FDA by tca cellular therapy on their MFR report # (B) (4) in the 3500a format. There were no issues reported by any biosense webster products that were used during the procedure. Additionally, biosense webster received copies of the 3500a report and f/u reports #1 and #2 that were submitted by tca cellular therapy to the FDA. According to these reports, an echo done on (B) (6) 2010 concluded resolution of the cardiac tamponade and pericardial effusion. On (B) (6) 2010, the pt was considered hemodynamically stable, and the pt was discharged from the hospital on (B) (6) 2010 in stable condition. However, the pt returned to the hospital on (B) (6) 2010 with chest pain and breathing pain. An echocardiogram showed a 3.2 cm pericardial effusion. The wbc was 12.6 k/ul and antibiotics of cubicin and maxipime were given. Left thoracotomy and drainage of pericardium with pericardial window were performed on (B) (6) 2010. At 1000ml of serosanguinous fluid was removed and no new blood was seen. Pt remained hospitalized to rule out any infectious source.7